Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4) event occurred in the united states. It was reported that the infusion set tubing had disconnected from the syringe and the cannula site full of blood and there was some blood in the tubing on (B)(6) 2025. The patient resolved issue by changing out the entire set. No further information available.